Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional perclose proglide device referenced filed under a separate manufacturer report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6fr sheath after a coronary angioplasty procedure. Reportedly, the guide wire did not pass through the proglide device at the level of the proglide hemostatic valve. A second proglide was inserted over the same guide wire with a little resistance felt when crossing the hemostatic valve; hemostasis was achieved with this device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular confirmed the reported difficulty inserting the guidewire. Abbott vascular reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there was a similar event identified from this lot. Abbott vascular identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Abbott vascular has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Abbott vascular will continue to trend the performance of these devices.